Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found color bars displayed due to a bad cable. The pins on the video scope connector were worn out and had deep scratches. There was a minor faded label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the camera head was not working. There were no reports of patient harm.

Event description:
Additional information provided by customer. The customer reported that there was no patient involvement with this event.

Manufacturer narrative:
Additional information provided in b5.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10 correction to g2 of the initial medwatch, health care professional was inadvertently unselected on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: an image was not displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, there were deep scratches and wear on the connector. Therefore, it is surmised that the phenomenon occurred because the connector was broken. The event can be prevented by following the instructions for use which state: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.